Manufacturer narrative:
This report is filed may 24, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient developed an infection at the implant site and was prescribed with antibiotics (date not reported). Subsequently the device was explanted (date not reported).